Manufacturer narrative:
Analysis of programming history.

Event description:
During MFR review of a pt's vns programming history, it was noted that an interrupted systems test occurred on (B)(6) 2005 which caused the settings to change. The change was immediately noted upon re-interrogation and all settings were corrected except for the off time, which remained at 60 mins. The off time was not corrected until (B)(6) 2005.